Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that high capture threshold and low sensing due to lead dislodgement was observed. When repositioning was unsuccessful the lead was explanted and replaced.